Event description:
Patient representative reported "writing to inform you to investigate the viability of a new potential claim". Healthcare professional later reported "seroma, immunohistochemistry large cells are positive with cd30, alk negative, necrosis and fibrin deposition, chronic inflammation, foreign body giant cell reaction, consistent with silicone leak, alcl stage t1, with small extracapsular leak and capsular contracture baker grade unknown, right side rupture". Histopathological markers cd30+ and alk- have been received. This record is for right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis completion: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphoma-alcl: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, the event lymphoma alcl was unable to observe since it is not related to the device, therefore, this event is unable to confirm. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of seroma-late, lymphoma-alcl, granuloma, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late, lymphoma-alcl, granuloma, capsular contracture grade unknown. (B)(6). Implanting surgeon: (B)(6). Company: (B)(6). Explanting surgeon: dr. (B)(6). Hospital: (B)(6) infirmary. Implant and explant institution: (B)(6).